Manufacturer narrative:
(B)(4). The device history review for the product hemolok xl clips 3/cart 42/box lot# 73b1900018 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the lock of the clip was found broken during usage on the patient for endoscopic hysterectomy. Additional information indicates that no broken parts fell into the patient. It was broken during loading.